Event description:
It was reported through the stryker facebook page, "I had my left knee done over a year ago. The pain meds didn't work on me. I need my right knee done but can't go through that pain again. My left knee still aches almost as much as before a lot of the time. So I don't think I'll ever do it again."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.